Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 357 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include blurred vision, nausea, vomiting and upset stomach. Once at the hospital emergency room the patient was treated with intravenous insulin and a new pod was applied. The patient was at the hospital emergency room for 4 hours and 5 minutes before being transferred to a hospital room. The patient was treated with intravenous insulin after being transferred to a room. The patient was discharged from the hospital after 18 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+.